Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for high rate non-sustained episodes and elevated sensing integrity counter (sic) counts. There was also oversensing of noise observed. Follow up indicated no intervention and the patient continues to be monitored. The lead is still in use. No patient complications have been reported as a result of this event.